Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer had serviced their device according to the manufacturers instructions. Before service the device's battery capacity indicator showed 3 bars. When service was completed the battery still displayed 3 bars. Several hours later the battery alarmed and was found completely drained. The customer's biomedical engineer replaced the battery and checked the device; no errors were logged into the device's memory and no issues were found during functional testing. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. Physio contacted the customer and found that the customer had used an old version of the performance inspection procedure (pip). When performing the pip test procedure for lifepak 1000, the clock is reset to 2004 to force a monthly 3 am test. When the clock is set back to current date, the device software runs a "compensation for storage" routine and believes the battery is now 4 + years older and derates the capacity by 0.923 mah/day.  This typically will lower a new battery fuel gauge by 2 bars per pip. If a customer is using their device battery to perform the pip, they will lose apparent battery capacity as observed on the batter fuel gauge. In order to prevent recurrence of this issue, the pip procedure was revised. The customer has been informed about this revised pip procedure. A new battery was installed in the device. Proper device operation was then observed through functional and performance testing.